Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when the users selected pacer mode on the device, the device prompted for a password and the users were unable to enter pacer mode. There was no patient harm.